Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported during a hysteroscopy procedure, the tip of the instrument broke and the broken piece remained inside the endometrium of the patient. The piece was not recovered.

Manufacturer narrative:
The complained 26159be was not received at the manufacturing site for investigation. The investigation has therefore been completed on 2024-11-22 on the basis of the available information. According to the customer's description, it can be assumed that the user is at fault. The tip is said to have flown off, which may have been caused, for example, by excessive force being applied to the sling. On the other hand, the number of reprocessing and applications can have a negative effect on the material properties. The IFU refers to the relevant points. However, as no article was sent in for examination, a more detailed examination cannot be carried out. The device history records have been checked and found to be according to the specicifation, valid at the time of production. The event is filed under internal karl storz complaint ID: (B)(4).